Event description:
It was reported the customer's needle hub was detached from the sensor base. Customer stated they had to manually insert their sensor because it would not load into the serter. The customer's needle hub also fell out when the customer was advised to hold on to the green button on their serter and shake it. The customer's blood glucose was 219 mg/dl. Customer was advised to remove their sensor and call back for a replacement. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.